Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted that the circular seal was disengaged. The trocar, cannula, obturator envelop seal were intact. The expandable sleeve was not received. Pmv performed functional testing: the device passed and air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged circular seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the seal became damaged and came off the inner housing of the trocar. A new trocar was used to complete the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.